Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during testing. The insulin pump passed self-test, unexpected restart error test, excessive no delivery test and displacement test. Monitored 24 hours and no alarm noted. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error. Customer's blood glucose at time of incident was 290 mg/dl. The customer stated that the alert occurred when to press act to confirm the bolus. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.